Event description:
It was reported that the patient was experiencing low flow alarms with elevated pulsatility index (pi) and some speed drops. The patient was admitted for worsening driveline exit site (dles) infection, and after status post (s/p) washout, was transferred to the ICU due to elevated lactate, hypotension in the setting of hypovolemia. After being transferred out of the ICU, the patient experienced elevated lactate and low central venous pressure (cvp) and was readmitted to the ICU to be administered IV fluids. Additional information stated that the low flow alarms were due to hypovolemia. The echocardiology results reported that the patient also experienced right heart failure (rhf) and aortic valve insufficiency. The healthcare provider reduced the pump speed to 5800 bpm and reported that the event was resolved. The reported patient infection was stated as ongoing.

Manufacturer narrative:
Health effect - clinical code: 1930 - unspecified infection. Manufacturer's investigation results: a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files did not confirm low flow alarms; and a specific cause for the reported events could not conclusively be determined. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure and infection, that may be associated with the use of the hm3 lvas. The IFU also lists infection as a potential late postimplant complication. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿heartmate touch¿ communication system¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.